Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the device shows error in the mechanical movement of the arc during start up. Upon troubleshooting, fse replaced the spp power supply, and the issue still exists. Fse found that the issue was with mpd control board and the quote for part replacement was sent to the customer. The customer did not approve the quote and to date, there have been no further reports of this issue. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that there was a failure of the mechanical system on the allura xper fd10 system after switching on the equipment. The system was in clinical use at the time of the event. No harm has been reported. Philips has started an investigation of the complaint.